Event description:
It was reported that at the healthcare facility one of the casters broke off the navigation cart. It was reported that no additional information was available regarding the event.

Manufacturer narrative:
The device was repaired at the healthcare facility by the field service technician.